Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing which included bench handling, full functional testing, and multiple discharge tests without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device activity logs did show one instance that the device was not able to perform a 30 joule test due to the energy level of 30 joules was not selected by the user. Another instance showed that the device would not shock due to the device not being charged and one instance were the device was unable to shock due to a poor pad connection. Items found in the logs indicated that the device being unable to shock was not caused by failure of the device.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.